Manufacturer narrative:
We have received the device and have completed our investigation. The device history record review has been performed on lot 181003. No ncr or deviation was found. The device met all the specifications outlined for release of the product. Sample analysis: a visual inspection was performed on the returned device related to vacuum generation. No signs of damage or breakage was found on the device. The device underwent functionality testing. The functionality test was passed. The device generated and maintained vacuum with no issues with the device. Conclusion: the reported complaint is not confirmed. This complaint will now be closed. We have information that no harm had occurred to either the mother or baby.

Manufacturer narrative:
It is unknown if an injury occurred. A 15 minute delay may result in an injury to the infant. It is highly unlikely we are getting the sample. A supplemental will be filed for any additional update or information.

Event description:
They did not manage to achieve vacuum with the unit. No consequences for patient or baby but a delay of 15 min was reported. No further information was reported. No sample.